Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The mvs power board fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was reported the representative plugged the mobile view station (mvs) into a known working outlet and when he attempted to power on, nothing happened. The line power light was out. There was no patient present when this issue was identified.